Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported late seroma with double capsule on the left side. The device has been explanted and replaced.

Event description:
Healthcare professional reported late seroma with double capsule on the left side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported late seroma with double capsule on the left side. The device has been explanted and replaced.

Event description:
Healthcare professional reported late seroma with double capsule on the left side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: double capsule: capsular contracture: unable to observe since it is a medical event and is not related to the device. Seroma -late: capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: observed, opening on the anterior side assessed as surgical damage opening . Yellow encapsulation on the device. No further actions are required as the device was implanted.